Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was admitted into the hospital due to diabetic ketoacidosis on (B)(6) 2018 and insulin pump was not delivering right amount of insulin. Customer's current blood glucose was 17.5mmol/l. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.